Event description:
The customer stated that the pump had an alarm and cannot be cleared. Instructed the customer to discontinue the pump use and to resume manual injections. During the call the customer indicated that they were hospitalized for low bgs. In addition, the customer mentioned that they passed out. The cause of low bgs was unknown. The customer was disconnected from the pump during the rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested the customer call md to discuss possible causes of low bgs. Explained to the customer that the pump is operating as designed and does not need to be replaced.